Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. There was nothing found to indicate there was a mfg related cause for this event. The device was not returned. One photo of the filter after its removal was provided. Based upon the review of the photo and the info provided, the complaint investigation is inconclusive for failure of the filter to expand and the definitive root cause is unk. It is unk if procedural factors contributed to the reported event.

Event description:
It was reported that during deployment of a vena cava filter from the femoral vein, two filter legs became crossed and did not expand. The filter was retrieved via the jugular vein and another filter was successfully deployed. There was no reported pt injury.